Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial. Visual inspection found the lens haptic bent/deformed with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm, vicmo13.2, - 5.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.